Event description:
A physician reported that a patient received her first skin test on 2/21/97 into the left forearm. On 2/21/97, the patient reported that she experienced a dry mouth, slight vertigo and difficulty swallowing. On 2/22/97 and 2/23/97, the patient reported that she developed hives, her face was swollen and her arms, neck and back was red with spots, but no itching. The skin test site had hives and red spots. The physician prescribed oral benadryl, but was uncertain about the relation of event to the collagen test implant.